Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported while using bd venflon ¿ pro safety the needle spears through the catheter. There was no report of patient impact. The following information was provided by the initial reporter: while inserted in the vein needle of vps comes out from the catheter(counter puncture).

Event description:
It was reported while using bd venflon ¿ pro safety the needle spears through the catheter. There was no report of patient impact. The following information was provided by the initial reporter: while inserted in the vein needle of vps comes out from the catheter(counter puncture).

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd venflon ¿ pro safety the needle spears through the catheter. There was no report of patient impact. The following information was provided by the initial reporter: while inserted in the vein needle of vps comes out from the catheter (counter puncture).

Manufacturer narrative:
Correction: imdrf annex a grid: a1503.